Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified proximal circumflex (cx) and a moderately tortuous and moderately calcified proximal right coronary artery (rca). Pre-dilatation of the cx (proximal and mid) was performed with a non-abbott balloon catheter and a 2.5 x 15 mm xience prime stent delivery system (sds) could not cross the cx and the proximal shaft separated. The sds was removed without issue and another dilatation was performed with the same non-abbott balloon catheter. The non-abbott guide wire was exchanged for another non-abbott guide wire and another dilatation was performed with another non-abbott balloon catheter. A 2.5 x 15 mm xience prime sds was successfully implanted in the proximal cx. Another 2.5 x 15 mm xience prime was advanced to the mid cx; however, it could not cross and the proximal shaft separated. The sds was removed without issue. Dilatation was again performed in the mid cx with a non-abbott balloon catheter and a 2.5 x 12 mm xience prime was successfully implanted. A 2.75 x 12 mm xience prime was advanced to the rca but the sds could not cross and the proximal shaft separated. Another same size xience prime was successfully implanted in the rca to successfully complete the procedure. The physician was pushing against resistance when all 3 of the shafts separated. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: terumo runthrough floppy, galeo floppy. (B)(4) - against resistance. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two other devices referenced are being filed under a separate medwatch MFR number.